Event description:
It was reported that the pt received the swedish band in 1997 in another country. There was a leak at the port and the surgeon found the metal piece was not attached to the port anymore and the tubing was cracked. The port was replaced with a realize port. The pt is fine.

Manufacturer narrative:
Date sent: 03/30/2009. Info is unavailable; device was not returned for evaluation.